Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during implant of this bioprosthetic valve the patient expired. The cause of death is unknown. No autopsy was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Multiple attempts to obtain additional information have been unsuccessful. A review of the device history record (DHR) was performed for this valve; there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Neither autopsy nor explant information were reported. With the limited information available, a relationship between the device and the death could not be established.